Event description:
It was reported that the patient experienced a systemic infection. The source of the infection was unable to be determined. The implantable pulse generator (ipg) system was explanted. A new system was implanted on the opposite side of the patient's chest. No further patient complications have been reported as a result of this event.